Event description:
Bone over growth. Extreme inflammatory reaction (B)(6) wks after (B)(6) 2011, initial infuse surgery with new left side condition extreme electrical burning and pain from l5-s1 to feet. Revision surgery (B)(6) 2011 after a CT myelogram. Chronic csf leak first noted by ER doctors while treating a 60 day severe spinal headache (B)(6) 2011. Trial spinal cord stimulator fail due to chronic csf leak on (B)(6) 2012. Persistent chronic radiculitis across l5-s1 to both left and right extremities with painful, decreased range of motion with burning, stabbing, electrical, tingling, numbness, 7-10 level pain. All symptoms worse than prior surgery. Significant uptake of headache post surgery.